Manufacturer narrative:
Product analysis: visual and hardness evaluation showed that the shaft of the shaver is broken from what appears to be bend stress overload. Given the amount of wear on the instrument along with the fact that the material hardness was checked and meets print spec. This failure is consistent with material overload and not a manufacturing defect. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with disc degeneration and underwent transforaminal lumbar interbody fusion at l3-s1. During surgery, shaver shaft was broken while using in disc space .the product came in contact with the patient. No fragments of broken part remained inside the patient. No patient complications were reported as the result of the event.